Event description:
Healthcare professional (hcp) reports one incident of a blood leak with the psn 210 dialyzer. Blood leak occurred approximately 90 minutes into treatment and was noted by the blood leak alarm. Per hcp, leak was not confirmed visually or with positive hemastix. The machine alarm was reset and a blood leak alarm again sounded approximately 5 minutes later. Blood leak was unable to be confirmed visually or with positive hemastix. Treatment was stopped and blood was not returned to the pt with an estimated blood loss of 250 cc. Treatment was resumed on a new machine and new disposables, including a dialyzer from the same lot. Treatment was completed without further incident. No pt injury or medical intervention to report per hcp.